Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial splenectomy procedure, the two reloads did not open after being fired on the vascular tissue and on the spleen. Another instrument was used to remove the devices from being locked on the tissue. The surgical time was extended by more than 30 minutes and a new device was used to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.